Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: review of the black box data and the total daily dose history, the pump was delivering the programmed basal rate until the pump was manually placed in suspend mode on (B)(6)-2018 at 14:09. Deliveries were not resumed. On investigation, the pump powered on normally and ez-prime steps were successfully completed. All electrical current readings were within specification. The pump was exercised for 12 hours without error, alarm, warning, interruption in power or overheating. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 33.3 mmol/l with strong, fruity breath odor, and lightheadedness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged that the pump was not delivering accurately; however troubleshooting of the device including review of the basal rates and basal history was not completed as the caller was unable/unwilling to participate in troubleshooting with animas customer support. His complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.